Manufacturer narrative:
The reported event of a bent foot on the duraguard was confirmed by a stryker technician through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device was placed in parts retention.

Event description:
It was reported during service at manufacturer facility that the foot of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.